Manufacturer narrative:
The customer reported that a mechanical stop in the light failed. This stop prevented the light from rotating 360 degrees. Full rotations of the light rotated the internal wiring and weakened it, leading to the reported event. The device has been used for approximately 25 years. Maquet determined that the rotation stop failed due to repeated impacts over time. The hanaulux 2000 series operating manual mentions that the device should be serviced once a year by maquet or an authorized customer service. This service includes some performance tests and an inspection of the suspension system.

Event description:
The customer reported that, during a surgery (coronary artery bypass grafting), the arm of the surgical light began to crackle and smoke. The light was turned off and this stopped. After the surgery, the light was turned back and short circuited. The light no longer works. No injuries to patient nor staff were reported. (B)(4). Note: this event was previously reported to the FDA under the user facility report # (B)(4).